Event description:
The customer reported getting a defib failure cycle power error 20 message.

Manufacturer narrative:
(B)(4). The customer reported getting a defib failure cycle power error 20 message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.